Event description:
I t was reported that during preparation for an uretral stone procedure it was found the there was no energy output from the fiber. The procedure was completed using another of same device. There were no patient complications reported. The fiber was returned, and analysis identified an internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the tip was good but, there was no light exiting the connector indicating an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, the reported event experienced by the customer was confirmed. Also, burn marks were observed on the connector face. It is likely that interaction between the fractured connector and the debris shield led to the burn marks observed.